Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and had high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer was assisted with troubleshooting and it did not resolved the issue. The customer was advised to avoid sharp bends in tubing such as bending/straining tubing where it connects to reservoir. The customer was also advised to avoid pressure on site as well as avoid expired/cloudy insulin. The reservoir will not be returned for analysis.